Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump kept alarming no delivery. The insulin pump alarmed no delivery during prime. Customer's blood glucose level was 400 mg/dl. After replacing the infusion set, insulin exited the tubing. The customer's mother was unable to finish troubleshooting because too munch insulin came out of the reservoir. The device was not returned.